Event description:
It was reported that customer mistakenly repeated the filled tubing process while attached at the site. The customer's blood glucose level was not impacted; customer's blood glucose level was at 145 mg/dl at the time of the call. Tandem technical support followup an hour later and the customer's blood glucose level was at 180 mg/dl. Reportedly, the customer ate a bowl of cereal and drank orange juice.

Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.